Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 547 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer was treated with the insulin pump. Customer agreed to perform troubleshooting for insulin pump programming basal rates but declined troubleshooting for high blood glucose because, blood glucose was getting low now. The customer was hospitalized but for pneumonia. The insulin pump will not be returned for analysis.